Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and fibrin was observed. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was red cell hang up and ibrin filaments. The following information was provided by the initial reporter: recently, I received a complaint from the laboratory department of wenzhou hospital of traditional chinese medicine about the yellow tube 367986 red blood cells hanging on the wall and fibrin filaments. The specific events are as follows: on (B)(6) 2023, after centrifugation at the laboratory department of wenzhou hospital of traditional chinese medicine, a yellow-headed tube (article number 367986, batch number 2244864) was found, a large number of red blood cells were attached to the wall and fibrin filaments, which caused the instrument to report an error when it was tested on the machine. After arriving at the scene, the laboratory teacher randomly selected and checked on the spot, mixed upside down, stood still, and centrifuged. There were still a large number of red blood cells hanging on the wall and fibrin filaments. The hospital believed that this situation would seriously affect the normal work of the hospital and even lead to abnormal test results. The company investigated the situation and gave a written reply to the hospital.

Event description:
It was reported, that while using the bd vacutainer® sst¿ blood collection tubes, that there was red cell hang up and ibrin filaments. The following information was provided by the initial reporter: recently, I received a complaint from the laboratory department of wenzhou hospital of traditional chinese medicine, about the yellow tube 367986 red blood cells hanging on the wall and fibrin filaments. The specific events are as follows: on (B)(6) 2023, after centrifugation at the laboratory department of wenzhou hospital of traditional chinese medicine. A yellow-headed tube (article number 367986, batch number 2244864) was found. A large number of red blood cells were attached to the wall and fibrin filaments, which caused the instrument to report an error when it was tested on the machine. After arriving at the scene, the laboratory teacher randomly selected and checked on the spot, mixed upside down, stood still, and centrifuged. There were still a large number of red blood cells hanging on the wall and fibrin filaments. The hospital believed that this situation would seriously affect the normal work of the hospital and even lead to abnormal test results. The company investigated the situation and gave a written reply to the hospital.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.